Manufacturer narrative:
Philips service provided information on the reported issue to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that comserver error prevented equipment from launching on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.